Event description:
It was reported that during photoselective vaporization of a prostate (pvp) procedure, the fiber aiming beam fired straight out from the tip after (B)(4) joules of use. The procedure was competed with a second fiber at (B)(4) joules without clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the fiber did not identify damage to the fiber tip or breakage along the fiber length. Analysis found some detritus on the output window. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached, aligned with fiber and can rotate with the fiber. Analysis results did not identify any anomaly that could have contributed to the as reported forward firing, therefore the event cannot be confirmed. Based on the analysis results, an evaluation conclusion code of no problem detected was assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during photo-selective vaporization of a prostate (pvp) procedure, the fiber aiming beam fired straight out from the tip after 106,594 joules of use. The procedure was competed with a second fiber at 113,796 joules without clinical consequences to the patient.